Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was a de novo lesion located in the mildly calcified left anterior descending artery (lad). The physician attempted to cross the lesion using a 12 x 2.50mm taxus liberté stent delivery system (sds) but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was ¿flared.¿ the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was a de novo lesion located in the mildly calcified left anterior descending artery (lad). The physician attempted to cross the lesion using a 12 x 2.50mm taxus¿ liberté¿ stent delivery system (sds) but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was ¿flared.¿ the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual and microscopic examination of the device found the device with severe stent damage. The distal section of the stent was stretched and partly covering the distal markerband. Various stent struts were bent outwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).